Manufacturer narrative:
Additional data: d4, d6a, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that the tulip of an oasys polyaxial screw disengaged from the rest of the screw intra-operatively. It was further reported that the screw shank remains implanted in the patient.